Event description:
(B)(6)2 020 snow rtg0070531 (con): the consumer reported that she used to charge her implant once per week and for the past 4-5 months she had to charge the implant every three days. The patient denied any falls or traumas and noted she hasn¿t increased the intensity or the amount she uses the implant. Troubleshooting directed them to follow-up with their healthcare provider to run diagnostics. No patient symptoms reported. (B)(6) 2020 patltr (con): additional information was received from the patient reporting that there were no circumstances that led to the patient¿s issue of having to recharge more frequently. Steps taken to resolve the issue was just charging more often. It was indicated that the patient weighed 182 pounds at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she used to charge her implant once per week and for the past 4-5 months she had to charge the implant every three days. The patient denied any falls or traumas and noted she hasn¿t increased the intensity or the amount she uses the implant. Troubleshooting directed them to follow-up with their healthcare provider to run diagnostics. No patient symptoms reported.